Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The safety mechanism was returned fully activated. Dried blood residue was visible on the rim of the blue valve at the y-site. The proximal luer hub was flushed and pressurized with water using a 12 ml syringe and a continuous spraying leak was observed at the blue valve. No apparent damage was visible on the external surface which may have affected the internal sealing area. The y-site was accessed with the luer lock syringe and the valve was observed to have issues resetting. Blood residue was present within the hub which may have affected its functionality. The hub was dissected in order to inspect the inner surface of the blue valve. Microscopic observation of the inner portion of the white hub housing revealed blood residue along the surface. No apparent material damage was noted on the blue valve. The presence of a spraying leak is indicative of an issue with the sealing surface of the blue valve. Possible contributing factors include residue interference with valve functionality and material damage. A lot history review (lhr) of asdxs0136 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse infuse drug via female luer connector, however, after infuse drug, the leak was then found on y site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0136 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse infuse drug via female luer connector, however, after infuse drug, the leak was then found on site.